Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the ep spd2-050-320 spider fx embolic protection device, after the device entered the body, angiography revealed that the guidewire at the tip of the embolic protection device was broken. When the embolic protection device was deployed in the body, the push resistance was large. According to the image observation, the guidewire at the tip was kinked and did not fall off completely at this time. However, for the safety of the surgery, the embolic protection device was withdrawn as a whole without the assistance of other devices. After being withdrawn from the body, it was found that the guidewire at the tip had completely fallen off. The procedure was conducted on the proximal common carotid artery, which had a calcified target lesion with 90% stenosis and little tortuosity and calcification. The vessel was pre-dilated. The embolic protection device was replaced with a new one, and the surgery was completed smoothly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device returned with filter basket loaded within the clear section of the delivery catheter. Kinks noted to delivery catheter. Kink noted to recovery catheter. Kink noted to guidewire. Floppy tip detached from distal end of filter basket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.